Event description:
Too much to type better telling all in person or on phone. Had complications with mesh patch for ventral hernia, vendor is (B)(4), item is mesh, prolene, mfg item is pmii, and serial/lot is (B)(4). This product needs to be on recall list, so I can find a lawyer to take my case and get the proper settlement for pain and suffering. This mesh is coming undone has caused me so much pain. I am having surgery every year. I can't stand the sight of my body, and all this cutting on me needs to stop. I'm so scared of hospitals now and tired of being cut on. I have so much scars and extra belly now, they used pigskin to fix the mesh. Don't like the idea of having animal parts in me but I'm alive. Too much stress lately all health related when will this all end. Please help me get this product on the recall list so I can get help. Thanks, (B)(6), call if you need further into.